Manufacturer narrative:
(B)(4). Additional information requested and received: what was the exact surgical procedure? Bariatric by videolaparoscopy. Were staples deployed? If so, what was their form? The staples were not deployed. Was buttressing material used? It was performed a manual suture to conclude the anastomosis, but in order to continue the surgery, the stapler was replaced by another. What color cartridges were used throughout procedure? Blue and white. Are photos or video available? The surgeon records all the surgeries, if I am not wrong, this surgery was recorded too. Is the device and reload being returned? The stapler was replaced, but the loads remained the same. Was the procedure completed laparoscopic? Yes. The surgery was initiated and concluded by videolaparoscopy. If photos or video are available, could they be sent? The surgical instrument person will send the video as soon as possible. What structures were the blue and white cartridges used on? The blue cartridges were used to make the pouch. The white loads were used to make a gastroentero-anastomosis; the gastroentero-anastomosis and the dissection of the handle at the end of the surgery. Was the hospital stay extended due to the issue with device or was this standard of care for this surgeon? As the clamp line opened completely and the surgeon remade by hand, he left the patient one more day to watch.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: patient's condition: the surgeon informed that the patient stayed one day at the hospital under observation, but she was discharged and she is well. Additional information requested but unavailable: what was the exact surgical procedure? Were staples deployed? If so, what was their form? Was buttressing material used? What color cartridges were used throughout procedure? Are photos or video available? Is the device and reload being returned? Was the procedure completed laparoscopic? Was the patient¿s hospitalization prolonged or was the stay standard of care for this procedure? What is the current patient status? Additional medical intervention hospitalization required.

Event description:
It was reported that during a bariatric by video laparoscopy procedure, to do the pouch, there was total opening of the staple line. The procedure evolved with full opening of the staple line of the stomach entrance. It was necessary to re-do by hand and replace the device to continue the surgery. The patient is hospitalized; patient in observation.

Manufacturer narrative:
(B)(4). Batch # n5641r. The analysis found that one ec45a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.